Event description:
The insulin pump was returned for failure analysis.

Manufacturer narrative:
Intermittent response from all buttons due to moisture damage to keypad traces. Unit passed active current measurement, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No failed battery test or abnormal rewind noted. No pump error 41 noted or listed in the pump history download. Pump communicated properly with test guardian link transmitter. No communication anomalies noted. Pump received with high sleep current due to moisture damage to the pcb1 board and pcb2 board. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Confirmed the pump alarmed failed battery test on (B)(6) 2022 09:57:25.000 in the history files. The motor was tested outside of device and passed. The following were noted during visual inspection: corroded electronic assemblies, scratched case, pillowing keypad overlay, scratched case, pillowing keypad overlay, cracked lcd window, missing display window cover, stained keypad overlay and cracked keypad overlay. The p-cap/reservoir does lock properly. No failed battery test or pump error 41 noted during test. Confirmed intermittent button response and cracked keypad overlay. No abnormal rewind noted during test. Confirmed the pump communicated with the sensor transmitter. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump reported an unresponsive keypad button, rewind anomaly, crack, error 41 - motor power supply voltage error detected and failed battery test. No harm requiring medical intervention was reported. Troubleshooting was not performed. It was unknown whether the customer would continue the use of the device. The pump will not be returned for analysis.